Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was high. The patient mentioned a reading of 483 mg/dl and she did not feel okay to troubleshoot. The customer also mentioned during another call that her blood glucose was 500 mg/dl, and she treated with the insulin pump. The insulin pump was not returned or replaced.